Event description:
Info received indicates pt in heart failure with central regurgitation noted by echo and cath. During valve explant, a leaflet tear and cuspal stiffening was noted. The valve was removed and replaced with no additional consequence to the pt.